Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg. Further information is currently unknown.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The ipg reached 75% longevity, therefore there is no allegation against the ipg as it reached normal end of life.

Event description:
Additional information revealed that the ipg had reached 75% longevity, therefore this ipg had reached normal end of life.